Manufacturer narrative:
Product event summary #there was no additional trend data available to analyze.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d284trk, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was admitted after a patient alert sounded. The right ventricular (rv) lead high voltage lead impedance which had been chronically elevated, made a sudden increase to high impedance. The high voltage coil of the lead was turned off and the lead remains in use for sensing and pacing functionality. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.